Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele and sui. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, bleeding, and vaginal scarring. It was reported that the patient underwent removal of bladder stones, lithotripsy of bladder stone, repair of enterocele and colpocleisis on (B)(6) 2010. It was also reported that the patient underwent removal of eroded mesh & bladder stones on (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2009 and mesh and ams elevate were implanted. The patient experienced pain, discomfort, pressure, swelling, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, bleeding, erosion of internal tissues and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.